Event description:
Hamilton mr1 ventilator spy alarm malfunction caused the MRI transport ventilator to stop ventilating patients. The alarm was unable to be reset without turning the machine off and back on. Two newly purchased ventilators had to be taken out of service due to the defect.